Event description:
Reporter alleged obtaining a discrepant blood glucose result of 204 mg/dl back to back with a result of 104 mg/dl on a pt using the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspected device and replacement product was sent. Reporter stated she doesn't have the strips and so no product will be returned for eval.